Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, cracked reservoir tube window, cracked case at reservoir tube window corner and stained end cap sticker.

Event description:
The nurse reported via phone call that they received a button error alarm. The customer's blood glucose was unknown at the time of incident. The nurse stated that the customer was on back-up plan. The insulin pump will be returned for analysis.